Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the last month, the patient experienced random intermittent stimulation, where the stimulation was on then turned off. The patient programmer indicated that the implantable neurostimulator was turned on. There was no known related incident or accident reported. Movement did not cause any change in the stimulation. Impedance readings were normal and were between 500 and 777 ohms, at 1.5 volts. The patient also experienced coupling and/or communication issues with the recharger. The patient's device appeared to be tilted in the pocket. It was later reported that "images" were ordered, but not performed as of the date of this report. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.